Event description:
It was reported by the aci vascular closure specialist that a patient underwent a catheterization procedure on an unknown date. Following the procedure, the physician who is a trained user, selected the mynx cadence vascular closure device 6/7f to close the access site. The physician reported that he believes the tip of the device caused a perforation in the femoral artery, leading to a retroperitoneal bleed. Surgical intervention was required to correct the bleed. The patient successfully recovered and was discharged to home after recovery (the discharge date is unknown). No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.